Event description:
It was reported that a patient experienced issues with a damaged screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions or outcomes were provided.